Event description:
Per biomed - the scanner shuts off after being unplugged for five minutes on a fully charged battery.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner shuts off after being unplugged for five minutes on a fully charged battery was confirmed. The sr8 was received with physical damage noted. The sr8 was powered on at 86% battery life and ran for around 5 minutes before shutting down on battery power. The root cause is the internal battery failed. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed the scanner shuts off after being unplugged for five minutes on a fully charged battery.